Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during an l4-l5 lumbar fusion procedure, an alleged inaccuracy occurred. One of the screws on the right side of the patient was placed laterally, which caused instability in the implant. No patient complications have been reported as a result of this event. Additional information was received. It was reported that upon further review, the surgical team and surgeon determined that there was not a misplaced screw. The cage was misplaced causing the construct to shift which subsequently displaced the screw. The patient was brought back to revise the cage. Additional information was received. It was reported that the interbody that was placed without the robot was the issue. It was noted the the robot placed the screws to plan.

Manufacturer narrative:
H2: additional information received shows that there is no information to reasonably suggest that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative reported that there was no accuracy issue with the guidance system. The only issue that occurred was with the placement of the interbody cage as it was not in a good location, which was unrelated to the guidance system as it was completed freehand with fluoro. The screws executed by the guidance system were according to plan.